Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the clips did not stay in jaws of the instrument. Case completed with another device of the same product code. No pt consequence.

Manufacturer narrative:
Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional; however, the jaws were yielded.